Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the inner box of the femoral lcck implant was broken. The contents were not sterile when they were supposed to be. The outer box plastic and box was still intact. There was a 30 minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. The returned product was visually inspected and the reported event was confirmed. Both the inner and outer cavities cracked. The sterile barrier was broken as a result. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.